Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. On (B)(4) 2013 the technical service representative spoke with the patient to obtain and verify information. On an unspecified date, the patient obtained the blood glucose reading of 108 mg/dl on the reported meter which she claimed was inaccurately high compared to her expected value of 85 mg/dl. Based on this reading, the patient took an increased dose of 17.0 units humalog insulin. Afterwards, the patient experienced the symptoms of shaking and sweating. While symptomatic, the patient tested her blood glucose level to be 52 mg/dl using the reported meter. The patient administered self-treatment by consuming food; she did not seek any medical attention. The patient reported two additional accuracy comparisons. On an unspecified date, the patient obtained the blood glucose reading of 125 mg/dl on the reported meter and a laboratory result of 90 mg/dl. On (B)(6) 2013 the patient obtained the reading of 170 mg/dl on the reported meter and a reading of 120 mg/dl on another meter within 30 minutes. The meter, test strips and control solution were replaced. It is not clear why the patient took an increased dose of insulin based on a normal blood glucose reading. However, as the patient suffered symptoms suggesting severe hypoglycemia after taking insulin based on a meter reading and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided.